Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024 the patient experienced loss of consciousness and could barely breathe. The patient's daughter called an ambulance and the paramedics treated the patient with "water sugar" and took her to the hospital. The paramedics took a bg reading while in the ambulance and it was 34 mgdl and the cgm reading was not showing low (no value reported). At the hospital the patient was just treated with insulin (diabetes management). The patient was hospitalized for 3 days. At the time of the report the patient was okay. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.